Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0874 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Delivery anomaly-no delivery/occlusion alarm not confirmed. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly or calibration anomaly noted. No communication-between pump & xmtr not confirmed. The following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. No damage noted on the battery cap. Unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 13-aug-2025 listed on smartsolve due to insufficient data in the trace/history files (primary 000320549248). On the primary 000320549248, perform the history review 1 week prior to the event date 13-aug-2025 in the pump history file and found 1 lostsensor1alert (780) on 08/09/2025, 4 nodelivery (7) alarms on 08/11/2025 (during bolus/basal). 3 nodelivery (7) alarms on 08/12/2025 (during bolus/basal), 49 nodelivery (7) alarms on 08/13/2025 (during bolus/basal) and 1 lowbatteryalert (104) on 08/13/2025 11:08:00.000. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery alert was expected due to the customer's battery in the pump is low on power. On a related svn (B)(4) unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 11-aug-2025 listed on smartsolve due to insufficient data in the trace/history files. On a related svn (B)(4), perform the history review 1 week prior to the event date 11-aug-2025 in the pump history file and found 1 lostsensor1alert (780) on 08/09/2025 and 4 nodelivery (7) alarms on 08/11/2025 (during bolus/basal). The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.9 mv). The pump passed the functional testing. Unable to confirm alleged dka/high bgs (hyperglycemia). Delivery anomaly-no delivery/occlusion alarm not confirmed. No communication-between pump & xmtr not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with an insulin flow block alarm and infusion set cannula was bent. The customer reported blood glucose value of 351 mg/dl and was treated with bolus. The event involved product(s) mmt-399a, mmt-1884, mmt-332a. Troubleshooting was performed and customer was mentioned that the pump was not using within 48 hours of the reported event as the customer was hospitalized due the reported pump issue. It was found that the insulin exit the tubing during five unit fill tubing process. No further patient complications were reported. The products mmt-399a, mmt-332a will not be returned for analysis. The customer will discontinue the use of the device. The product mmt-1884 will be returned for analysis.